Event description:
It was reported that the pump battery could not intermittently be charged and ultimately, stopped charging. Customer¿s blood glucose level ranged from 108-181 mg/dl. The customer continued using the pump for insulin therapy. ,

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.